Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with a cracked front and rear housing and a scratched screen. During analysis the device was powered up and alarmed ec1261 which is an issue with the circuit board. Service will replace circuit board to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited error code 1261. It was reported that there was no patient involvement. No reported adverse effects.